Manufacturer narrative:
No complaint received with return of device. Failure event observed during analysis. Final analysis found that a partial lead was returned. Insulation abrasion was noted at 14.5 cm to 14.8 cm from the connector pin. The abrasion is consistent with that of exposure to friction with another implantable device. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.